Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the pt's circumflex artery. The physician was unable to retract the protective sheath and during his attempts, believed a dissection occurred. The stent with delivery system was withdrawn from the pt without complication and the physician's attempt to place another MFR's stent was unsuccessful. A perfusion balloon used in the attempt to repair the dissection was also unsuccessful. The decision was made to send the pt for coronary artery bypass graft surgery. Surgery was successful and there were no add'l clinical sequelae reported relative to the event.